Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as red and blistering under right breast area where the electrode is laying, with no open or broken skin. There was no alleged device malfunction contributing to the blister. The patient¿s physician prescribed betamethasone cream for the blister. Follow up indicated that the blister improved.

Manufacturer narrative:
Not applicable.